Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue identified that required full analysis. Concomitant product: 5076-52 lead implanted: (B)(6) 2009.